Manufacturer narrative:
A visual inspection was performed on the returned device. The reported vibration and imaging loss were not able to be confirmed. The guidewire exit notch was noted to be stretched and torn. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported imaging loss and vibration appear to be related to circumstances of the procedure. The catheter was returned with a kink, which caused the reported vibration, a tear to the sheath, as well as an optical fiber break that resulted in the reported imaging loss. The catheter was also returned with a stretched and torn guidewire exit notch, which is consistent with the catheter being inserted onto a guidewire and withdrawn from the guidewire against resistance; however, is not directly attributable as a cause to the reported event. In this case, it is likely that the catheter damage was caused by the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the dragonfly opstar imaging catheter was connected, the catheter vibrated and could not image. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. Return analysis revealed the distal end of the window tube was torn approximately 2.5 centimeters longitudinally, proximal to the distal tip. No additional information was provided.